Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 roller pump 150. The incident occurred in redding, california. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 roller pump 150 stopped during procecure.there was no patient injury.

Manufacturer narrative:
No service activity has been performed on-site by an authorized field service technician since the issue was an isolated event that did not reoccur. According to the complaints database review, no further similar issue has been reported since device installation in 2015 and no adverse trend related to the reported condition has been detected. Based on the above facts, the root cause of the issue cannot be determined. Considering the manufacturing year of the device, it cannot be ruled out that the wearing of electro-mechanical devices, which can be originated by the specific use condition at the customer site (such as movements or liquids penetration), may have contributed to the event. If any additional information pertinent to the reported event and impacting the investigation results is received, this complaint file will be re-opened and updated. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.